Event description:
I used the magnetic device, I have a tube in my ear, I have had serious problems with my ear, went into or to get implants in my ear, sometime later I got another implant in 1 ear after it fell out. I am concerned because I have metal device in my knee, titanium device, I¿m dealing with pain every day. I had radiographic procedure x3.